Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert did not recur after the customer replaced the wall adapter. Additionally, the customer reported that the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level ranged from 207-221 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.